Event description:
The customer observed a falsely elevated magnesium result while using the architect c4000 analyzer. The customer indicated an initial result of 3.19 mmol/l and a retest of 0.78 mmol/l. The retest result aligns with the patient history. No impact to patient management was reported. No additional patient information was provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, trouble shooting of the instrument by abbott field service, a search for similar complaints, and a review of labeling. Troubleshooting was performed and the used reagent syringe o-ring was found to be damaged. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of architect c4000 process module, list number 02p24-01 was identified.

Manufacturer narrative:
Additional evaluation information: abbott field service determined the sample/wash syringe o-ring was over-tightened by the customer which caused pressure restriction. Field service resolved the issue by replacing the o-ring and performing additional maintenance. The sample/wash syringe o-ring list no. 09d52-02 is documented as the probable likely cause of the discrepant result generation. A data review of 12 months did not identify any adverse or non-statistical trend of issues for the sample/wash syringe o-ring or the reagent syringe o-ring the review found 2 occurrences of a damaged o-ring and 4 occurrences (including the current complaint) of a customer installation issue. The o-rings are replaced during quarterly maintenance. Therefore, this is not a common occurrence.